Event description:
The reporter stated that thesurgeon inserted a aa4203tl toric silicone lens. The lens leading haptic tore during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. Surgery was completed using another lens.